Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was producing scope communication error b30. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on the charged coupled device unit resulted in the b30 scope communication error. In addition to the reportable malfunction, the following were noted: the light guide cover glass had discoloration; the image guide protector was damaged; the insertion tube rotation ring had a stain; due to breakage of the light guide bundle, illumination was poor; due to damage on the channel tube and detachment of the suction tube, water tightness was lost; the control unit, the suction connector, the circuit board unit in the suction connector, the scope connector cover unit, and the universal cord had corrosion due to water leakage. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the biopsy channel leaked while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section. 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device.